Event description:
It was initially reported by a user facility¿s biomedical technician that a 5008x hemodialysis machine shut down during a patient¿s treatment resulting in an adverse event. Additional information was provided through follow-up with the clinic manager. On (B)(6) 2026, a patient was initiated on a hemodialysis (hd) treatment utilizing the 5008x machine. An unknown time after treatment initiation, the patient requested to go to the hospital due to elevated blood pressure (bp) (no values provided). Important to note, the patient presented to the clinic for treatment with high blood pressure that day. Treatment was stopped and the patient¿s blood was completely returned. The patient was disconnected from the treatment. After the patient disconnected from the machine, the nurse could not stop the patient¿s hemodialysis access site from bleeding. The patient was not achieving homeostasis. It is unknown what type of access the patient had. Emergency medical services (ems) was contacted, and the patient was transported to the hospital where they were admitted. It is unknown if the 5008x machine alarmed during the patient¿s treatment. The patient¿s treatment data could not be accessed following the discontinuance of the treatment. Equipment code: 215 machine hours: 676 software version: 4.82.4 machine files: attached

Manufacturer narrative:
Ni.